Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The batteries described in the customer event were not returned. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
The customer called ameda on (B)(6) 2014 and stated that on (B)(6) 2014, 5-10 minutes after assembling and turning on her purely yours breast pump for the first time, she smelled a burning, chemical odor coming from the pump body. Her father, who was also present, picked up the motor and removed the battery compartment door. He described the batteries as peeling, melting bursting at the seams and bubbling. He immediately removed the batteries and received a minor burn to his right index finger. He washed the area with soap and water. He stated that he did not seek medical attention and by the next day, the burn was healed.